Event description:
The pt reported something hot in the bed. Nursing discovered that the m4841a telemetry transmitter was hot to the touch and emitting an odor. The nurse removed the transmitter from the pt and then removed the batteries. It was noted one of the batteries protective coating was peeled away and it was hot. The transmitter was removed from circulation and sent to clinical engineering. It was determined that the battery had short circuited due to a missing insulator pad in the battery compartment that serves to separate the battery connector wires and as the location for the device's network hardware identifier.